Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. E8 power interrupt errors were found in the history list. The soft components of the housing are worn down heavily. Therefore, moisture may enter the insulin pump and destroy the pump electronics. The functionality of the buttons were tested successfully and comply with the product specifications. The pump correctly triggered an e8 error as a result of the power interruption while the pump was in run mode.

Event description:
Patient reported receiving an error 8 on the infusion device. Patient stated the error message cannot be confirmed by pressing the enter button. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.